Event description:
User reports failing a troponin t external proficiency survey sample. Additionally reported another troponin t external proficiency survey sample which gave discrepant results upon repeat. Survey #1. Result reported gave 0.023 ng/ml. Acceptable survey range is 3.0 to 6.0 ng/ml. Survey sample was repeated twice in 2008, giving 4.54 and 4.41 ng/ml. Survey #2 initial result gave 1.11 ng/ml; repeated twice on the same day, giving 1.21 and 1.17 ng/ml. Erroneous results were reported for survey #1 only. No pts adversely affected. The field service rep was unable to determine a root cause and was unable to duplicate the issue. Performance tests were performed and within specification.